Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact on the proximal end of the pusher assembly. The embolization coil windings were offset on the proximal end of the coil. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds prevented the smart coil from advancing during functional analysis. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter by pressing the introducer sheath onto the hub of the microcatheter, the physician experienced resistance when the smart coil was advanced into the hub of the microcatheter and subsequently, the smart coil would not advance further. Therefore, the smart coil was removed and the procedure was completed using an additional smart coil and the same microcatheter. There was no report of an adverse effect to the patient.